Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 100.1 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that an empty pump alarm was occurring. The last time the hcp saw the patient was in (B)(6) 2015. The last time the hcp was aware of the pump being refill was in 2015. The patient was in a nursing home and was on hospice originally so they were not going to refill the pump, but now the hcp was told to refill the pump with 2,000 mcg/ml of unknown baclofen and the hcp was concerned about the pump's functionality. The hcp was to confer with the home health care agency she is from about refilling the patient's empty pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.